Event description:
It was reported that after a gastrectomy and lymphadenectomy procedure, the surgeon stated that the staple line opened on the second day after the surgery. One device will be discarded.

Manufacturer narrative:
(B)(4). Additional information received on 10/25/2011:

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.